Event description:
It was reported that system diagnostics resulted in high lead impedance at a follow up appointment. The patient's generator was not programmed off but parameters were reduced as decided by the patient's family. No patient trauma or manipulation was reported to have contributed to the high lead impedance and the last known good diagnostics were from (B)(6) 2009 in normal mode. X-rays were taken by the treating physician and evaluated by the manufacturer. The review of the received x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The connector pins appeared to be fully inserted inside the connector block; however, the lead wires at the connector pin were unable to be assessed due to poor image quality. Furthermore, there was some lead behind the generator which could not be further assessed and a portion of the lead body located in the upper generator area could not be fully visualized due to poor x-ray resolution. Furthermore, no lead discontinuities or acute angles were visualized in the lead body, although x-ray resolution was poor. Follow up with the treating nurse revealed no interventions are planned at the moment as the patient's parents want to monitor the patient.

Event description:
On (B)(6) 2013, an email was received from the physician's office. The email stated that they saw the patient that day and the patient's mother indicated the vns lead "haven't worked in a couple years & then the battery died." The patient's device was interrogated and it was found that the device was programmed off. Additionally, diagnostics showed ok lead impedance. Follow up with the site found that the diagnostics which were provided were incorrect and the patient still has high impedance, as previously reported. It was found that the device had been disabled (programmed to 0ma) in (B)(6) 2010 after the high impedance was first discovered. The physician's office is trying to contact the patient to schedule a revision surgery; however, no surgery has been planned or scheduled yet. Review of the manufacturer's records for the lead confirmed the lead met all final testing specifications prior to distribution. No additional information has been provided.

Event description:
It was reported that the patient was scheduled to undergo replacement surgery. It was reported that pre-operative diagnostics in multiple neck positions were within normal limits. The surgeon opted to only replace the generator. An implant card received confirmed that the generator was replaced and that the lead impedance with the new generator and existing lead was "ok". It was reported that the explanting facility does not return explanted devices without patient consent; therefore, the generator will not be returned for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional programming history was received that showed the first date of the high impedance was (B)(6) 2010. The patient had there generator disabled due to the high impedance. The patient was later turned back on and it appears that the high impedance resolved. It is unknown if the patient had any interventions or surgery done that would have resolved the high impedance.